Event description:
Complainant alleged that during a routine shift check by a clinican, the device displayed a "status 90" message. Complainant indicated that there was no patient involvement in the reported malfunction.